Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt has experienced a higher than normal hba1c value over the past year and was hospitalized from (B)(6) 2012 for a "diabetes re-adjustment." Pt's blood glucose was "ok" on (B)(6) 2012 and then elevated to approx 500 mg/dl on (B)(6) 2012. The infusion device was checked, and it was found the basal rate had changed by itself. Pt switched to her backup infusion device, and blood glucose had been "ok." Pt did not have an infection or start new medication, and her normal blood glucose is 180-190 mg/dl. The infusion device was not exposed to water or electromagnetic fields. The infusion device was requested for eval. No add'l info was provided.